Manufacturer narrative:
Product event summary: it was confirmed that the radiofrequency (rf) head would not interrogate, and it failed incoming testing. It was found that the rf head was internally contaminated, and the main printed circuit board (pcb) was contaminated.

Event description:
It was reported that the radiofrequency (rf) head was "not working". The rf head has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.